Event description:
Report received from the USA regarding a motor device in which during inspection it was observed that the device was " making a horrific noise" and was "running very loudly ans screeching at times." The motor device was not used in surgery. No injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was not duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).